Event description:
Consumer called to report accuracy issues with her child's meter. Had a test taken against a lab reading. Analysis run on clark error grid using a lab reading (50) as reference point vs. Bd readings (92) yielded some data points in the d range of the grid, outside acceptable limits.